Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site was having issues with the system's view layouts and orientation not saving. After the site edited the exams and navigated and transitioned tasks, the changes did not save. The behavior was not noted using a different system. An example when this issue would occurred was when the site would got to take a post-operative exam and proceed to navigation. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. Follow-up with a manufacturer representative (rep) determined that the issue was resolved through reorientation and the procedure was able to be continued. The issue was determined to be a known software anomaly.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software was working as designed. The behavior described was the intended behavior of the software. If information is provided in the future, a supplemental report will be issued.